Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of capsular contracture and seroma-late are a physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. The reason for reoperation: left side exchange due to concern with the product. Healthcare professional reported capsular contracture and "mild calcification". Additional event of ¿trace peri-implant fluid¿. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time.

Event description:
Patient reported left side exchange due to concern with the product. Healthcare professional reported capsular contracture and "mild calcification". Additional event of ¿trace peri-implant fluid¿. Device has been explanted.

Event description:
Additional event of "2mm cyst in the left breast 2:00 axillary tail".